Event description:
Reference number (B)(4). Event country united states. It was reported that the patient experienced infusion set tape not sticking the event occured on (B)(6) 2026. No further information available.